Event description:
It was reported to philips that the system could not startup. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the reported issue occurred during a diagnostic of coronary procedure which was completed by moving the patient to another room. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that there was no power from rear panel to e1-4 outlets and no power to host pc, image processing pc (ip-pc) and system interface board (sib). The analysis of the system log file confirmed that the malfunctioning frontal ip-pc (probably does not start). A philips field service engineer (fse) went onsite and found fuses were blown in main cabinet for ip-pc. To resolve the reported issue, the fse replaced the blown fuses, and after the functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome. Health impact grid code was corrected.